Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was able to rewind. The customer's mother stated that the no delivery alarm was resolved by changing the infusion set. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.